Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedances within normal limits. Then, the patient went to the emergency heart department for a defibrillation test (due to higher shock impedance). The shock was not successful, and the shock impedance measurements were suddenly out of range. The technical services (ts) recommended to replace this rv lead. At this time, this rv lead remains in service. No additional adverse patient effects were reported.